Event description:
It was reported that the image on the system would not display during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitors, system interface and touch screen were replaced during the service call. The system was tested and found to be working as intended and put back into service.